Event description:
Device malfunction: none. Symptoms/ae: death. Time of symptoms: after procedure. It was reported that 28 days after a right internal carotid stenting procedure, the patient with a history of left-sided weakness and unbalanced gait, fell at home. The patient was taken to the hospital and found to have a broken nose. He was discharged and sent to his son's home. Overnight, the patient's level of consciousness declined and he was taken back to the hospital. At that time, he was found to have a subdural hematoma with a midline shift. The patient was made a dnr (do not resuscitate) and died the following day. There is no additional information available.